Event description:
Reporter alleged blood glucose results had been high for several weeks using expired test strips so customer stopped using the meter to test at the time. Customer stated then obtaining a result of 380 mg/dl and began to "feel bad", type of symptoms not provided, so the ambulance was called. It was stated ambulance measured customer's glucose at 40 mg/dl and treated him with something to elevate glucose, method of treatment not known, before being transported to the hosp. No further actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.